Event description:
It was reported that the patient had a pump exchange on (B)(6) 2022. The pump had been decommissioned for a few months and needed to be exchanged so the patient could restart therapy.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the pump was decommissioned on (B)(6) 2022. The patient was assessed for myocardial recovery and passed the criteria for pump decommissioning. There were no device related issues. Less than a month following discharge after pump decommissioning, the patient developed heart failure symptoms and was readmitted. The patient underwent a pump exchange to restart left ventricular assist device (lvad) therapy on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was decommissioned on (B)(6) 2022 due to myocardial recovery. It was noted that (B)(6) functioned without any technical issues and operated as expected. The pump was not returned to abbott for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.